Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The lead was received and is undergoing laboratory analysis. This report will be updated when analysis is complete. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted dried blood around the helix. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of micro-dislodgement, loss of capture and helix extension/retraction issues.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead presented for a device check after experiencing bradycardia. Upon interrogation, loss of capture was observed on the rv lead. A micro-dislodgement was suspected and a revision procedure was performed to reposition the lead. However, the helix was not able to be extended so the lead was explanted and a new lead of the same model was implanted to complete the procedure. No additional adverse patient effects were reported. The explanted lead was expected to be returned for analysis.

Manufacturer narrative:
(B)(4). The lead was received and is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead presented for a device check after experiencing bradycardia. Upon interrogation, loss of capture was observed on the rv lead. A micro-dislodgement was suspected and a revision procedure was performed to reposition the lead. However, the helix was not able to be extended so the lead was explanted and a new lead of the same model was implanted to complete the procedure. No additional adverse patient effects were reported. The explanted lead was expected to be returned for analysis.